Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the patient data may not be current. A technical support specialist (tss) found that patient interface failure occurred, and the station was on critical override. Tss found new patients were placed in non profile mode, with a few affected. Ephi was updated, and a hard reboot was performed. Tss restarted the active directory (adt) and carefusion coordination engine (cce) services were, but no new adt messages were received. The issue was escalated to the customer it and adt teams. Tss monitored the device and confirmed the interface delay notice cleared, and the station was no longer in critical override. The customer later confirmed the issue was resolved after their it team addressed it. The issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server had patient interface issue and placed on critical override mode. As a result, all new patients were placed in non-profile mode. A couple of patients were affected. The customer attempted to reboot the station and ephi updated, but the issue persisted. The customer stated that this malfunction caused an interface delay. There were no adverse events or injuries reported based on this event.